Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not been working since the february prior to the date of the report. It was noted that it was found that the leads were disconnected and or fractured. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# n072015n01, implanted: (B)(6) 2009, product type lead; product ID 3986a, lot# n062693, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).